Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating abbott technical support was contacted, session records were reviewed, and the battery depletion was suspected to be normal. The physician agreed with the assessment and considers the battery depletion to be normal.